Event description:
It was reported that the pump touchscreen timed off sooner than expected. There was no reported adverse impact. Multiple attempts were made by tandem technical support to trouble shoot the issue, however no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.